Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "low aspiration" (aspiration issue). The customer reported low aspiration in the middle of surgery. The case was completed as planned. The subsequent case was cancelled. The cancelled pt has not been prepped. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The cpc connectors and latch seal were replaced as a precautionary measure. The parts were disposed off. The company service rep was counseled to send parts replaced for in-house eval. The system was then tested and met all product specifications. (B)(4).